Event description:
It was reported that this system with implantable pacemaker, right ventricular (rv) lead exhibited high pacing impedance within normal limits, high capture threshold and a drop in p-wave amplitude. Technical services (ts) reviewed the presenting electrogram (egm) and noted atrial undersensing and a functional loss of capture on right ventricular pace (rvp) due to rv event falling into v blank after atrial pace (ap). Ts advised to fix the atrial sensing to prevent this from happening. Ts suspected the root cause to be physiologic and related to patient condition. Patient was admitted in intensive critical unit (ICU) with unknown reason. This rv lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. Additional information was received indicating that this rv lead was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This report includes a correction regarding field d6b explant date.

Event description:
It was reported that this system with implantable pacemaker, right ventricular (rv) lead exhibited high pacing impedance within normal limits, high capture threshold and a drop in p-wave amplitude. Technical services (ts) reviewed the presenting electrogram (egm) and noted atrial undersensing and a functional loss of capture on right ventricular pace (rvp) due to rv event falling into v blank after atrial pace (ap). Ts advised to fix the atrial sensing to prevent this from happening. Ts suspected the root cause to be physiologic and related to patient condition. Patient was admitted in intensive critical unit (ICU) with unknown reason. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this system with implantable pacemaker, right ventricular (rv) lead exhibited high pacing impedance within normal limits, high capture threshold and a drop in p-wave amplitude. Technical services (ts) reviewed the presenting electrogram (egm) and noted atrial undersensing and a functional loss of capture on right ventricular pace (rvp) due to rv event falling into v blank after atrial pace (ap). Ts advised to fix the atrial sensing to prevent this from happening. Ts suspected the root cause to be physiologic and related to patient condition. Patient was admitted in intensive critical unit (ICU) with unknown reason. This rv lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.